Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the pump black box data and alarm history revealed evidence of 052 call service alarms. At power the pump beeped twice but the screen remained blank. The pump was opened and moisture damage was found on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen visual was blank. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.